Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, surgery failed because the tibial component of the system's joint prosthesis separated , necessitating its revision, removal and replacement. Additional information received on 06/15/2020: adding patient age and date of birth. Additional information received on 07/01/2020: update of product and lot ids, date of surgery and adding incident date.

Manufacturer narrative:
Updated implant date information.